Manufacturer narrative:
Qc after the event was low. Information regarding qc prior to the event was not provided. A bci field service engineer (fse) replaced the reference and chloride electrodes. The fse bleached and conditioned the flow cell.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), chloride (cl), and calcium (calc) results generated by unicel dxc 800 pro synchron clinical system for eight (8) patients. The results were not reported out of the laboratory. Repeat tests performed on an alternate instrument produced higher results, and these results were reported. There was no effect to patients or user.